Event description:
A malfunction was reported on the customer's pump, displaying malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was instructed on how to place the malfunctioning pump into storage mode before returning it and advised to use multiple daily injections (mdi) as a backup therapy. Instructions were given on returning the faulty pump to avoid charges, and the customer acknowledged needing to program settings and connect their continuous glucose monitor (cgm) to the new pump.